Manufacturer narrative:
August/02/2017 new information was provided by the covidien service engineer stating that no patient was involved during the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation: the replaced analog interface printed circuit board (pcb (ai pcb), breath delivery xena ii pcb (bd xena ii pcb), and exhalation valve were returned for failure investigation. The components were visually inspected and functionally tested. All components were installed into the failure investigation test ventilator for analysis. The ventilator was placed into ventilation mode for a minimum of 24 hours. There were no errors or alarms noted during the testing. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a vent inop alarm failure. Information about patient involvement was not provided. The service engineer (se) evaluated the ventilator and replaced the breath delivery unit (bdu) printed circuit board (pcb) the analog interface (ai) pcb and the exhalation valve. The unit passed all testing and operates within the manufacturer specifications.

Manufacturer narrative:
Additional information: correction:device code, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated a ventilator inoperative (inop) alarm. The ventilator was not in use on a patient at the time of the event.